Event description:
During the shift check, the autopulse platform (sn (B)(4).) Displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message," was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to failed load cell module 2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in january 2009 and is more than 13 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The archive data indicated several (ua) 07 errors on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed load cell module 2. The load cell was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. The brake gap inspection was performed and verified that the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4). Date of event is unknown.